Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appeared to be related to use and handling of the device. One 3cg stylet was returned for investigation. A break in the polyimide tubing and core wire was observed 4.8 cm from the distal tip of the stylet. A 1.8 cm segment of the distal polyimide tubing and a 1.9 cm segment of the proximal polyimide tubing were curled adjacent to the break site. Kinks remained in the curled section of polyimide tubing. The stylet core wire was kinked 2.5cm proximal to the polyimide tubing. The kinking and curling of the core wire and polyimide tubing are indicative of manipulation of the stylet. It was reported that the stylet bent during insertion. Bending and subsequent manipulation of the stylet can initiate a fracture in the magnetic end of the stylet. It was reported that the wire was handled outside of the placement procedure and the tip separated during handling. A microscopic examination revealed that the adjoining ends of the polyimide tubing were noted to be uneven at the break site. Blood residue was observed within the polyimide tubing. The wall thickness of the polyimide tubing was within specification. Due to the observed kinks in the polyimide tubing, the complaint was confirmed and the cause was determined to be related to use and handling of the device. Placement of the catheter where kinking may occur should be avoided. Kinking of the stylet may result in stylet damage. A lot history review (lhr) of recr2182 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recr2182) have been reported from the same facility.

Event description:
It was reported by bd vad employee that visited the facility that the 3cg wire bent during insertion. Post insertion it was stated that the wire was handled in a meeting by six people. The stainless steel shaft bent and the tip separated during handling. On (B)(6) 2018 - additional information from the facility states,"it was discovered post insertion. Wasn¿t a difficult placement. The inserter said when she placed it in the bag it wasn¿t broken, but I saw the tip was separated."